Event description:
Olympus was informed that during an unspecified therapeutic laparoscopy procedure, the suspect medical device and concomitant medical products were burnt after the user observed an insufficient cutting performance and he repeatedly increased the hf output power of the used electrosurgical generator. The intended procedure was reportedly canceled and restated in conventional/open surgery. Here, injuries of unk origin at the pt's intestines were discovered.

Manufacturer narrative:
The suspect medical device was not yet returned to olympus for eval. The exact cause of the user's experienced and the reported phenomenon could not be determined and therefore is being judged as unk. However, if the suspect medical device is returned for eval and additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in an abundance of caution.